Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this product was inspected and a hole in the right ventricular (rv) lead seal plug was observed. Testing verified normal electrical function. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing.

Event description:
Boston scientific received information that this pacemaker oversensed noise on the right ventricular (rv) lead which inhibited pacing leading to asystole greater than two seconds. This pacemaker was explanted and replaced as it was also reported to have triggered its elective replacement indicator (eri). No additional adverse patient effects were reported. This product is no longer in service.